Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was dislodged due to lack of slack in which the impedance had dropped but within normal range. During the procedure in removing the left ventricular (lv) lead the rv lead was repositioned. Additional information indicated that microdislodgement was suspected after the patient received appropriate shocks a few weeks ago in which the impedance changed from 500 to 300. The lead remains in service. No adverse patient effects were reported. Arquizj...